Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported stroke, sepsis, and subsequent patient outcome could not be determined through this evaluation. It was reported that the patient expired on (B)(6) 2020. Per the account, the cause of death per the death certificate was stroke, heart failure, and sepsis. Information provided indicated that the device operated as intended and there were no device issues or malfunctions that may have contributed to the patient¿s cause of death. The account reported that the device would not be returned for evaluation. The heartmate 3 lvas IFU lists stroke, sepsis, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired on (B)(6) 2020. Per the vad coordinator; the cause of death per death certificate was stroke, heart failure and sepsis. It was reported the device operated as intended. The device will not be returned for evaluation. No additional information provided.